Event description:
While implementing field action to up grade the 2800 system duel monitor mount, it was discovered that the monitor mount on the 2800 system was loose. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The field action could not be completed, add'l parts were needed. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.